Event description:
New information received notes an insulation anomaly or lead fracture was suspected on the right ventricular lead prior to the procedure but no damage was visible during the procedure or noted on chest -x-ray.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room after syncope, falling, hitting his head and enduring a laceration as a result of the fall. The patient was bradycardic. Noise resulting in pacing inhibition and causing slow heart rates was observed on the right ventricular lead. Programming changes were made in hospital. The lead was subsequently capped (B)(6) 2021 and replaced. The patient was recovering.